Event description:
During a cath lab procedure, a zoll r-series defibrillator failed to charge while a patient was in need of defibrillation. The operator used the defibrillator successfully several times, the last time, the defibrillator would not charge. Another defibrillator had to be brought in. The unit that would not charge was removed from use and isolated after the case. Another nurse tried to get the unit to charge and it worked correctly. The facility biomedical engineering department sent the unit to the manufacturer for inspection. Zoll reproduced the failure, getting error code 72. Zoll replaced the pacer/defibrillator engine, ac power supply, and one-step cable. The defibrillator then passed all function tests.